Event description:
It was reported that the patient was implanted on (B)(6) 2024 and developed a hematoma to the atrium wall that restricted flow. Diagnostic testing was used and hematoma was confirmed. The source of bleeding was identified to be the intramyocardial atrioventricular valve groove hematoma/dissociation. The patient was treated with ongoing critical medical and surgical care and monitoring and the hematoma did not yet resolve. The patient was intubated and sedated. Due to clinical issues and patient safety the system controller was upgraded to the low flow software, but the alarms did not resolve. The patient's status was critically ill.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported hematoma could not be conclusively determined through this evaluation. Review of the submitted log files revealed multiple low flow alarms. The pump appeared to function as intended at the set speed. The patient¿s system controllers were updated on (B)(6) 2024 under work order numbers. This upgrade adjusts the patient¿s low flow threshold to 2.0 lpm. The patient and the clinical staff were given copies of the low flow alarm guidelines. However, it was reported that the alarms did not resolve with the software upgrade. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further issues have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) IFU, is currently available. Section 1, "introduction," lists bleeding as an adverse event which may be associated with the use of heartmate 3 lvas. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 liters per minute (lpm). A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Section 7, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook, also outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.